Event description:
The customer reported via phone call indicating that the insulin pump alarmed button error. The esc and act buttons are pressed an insulin pump is not responding. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. The customer wanted to know how to get her insulin pump settings; she was unable to clear the button error alarm. The customer was advised to remove the battery and try back the next day to program insulin pump. The customer's blood glucose was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, and broken belt clip slot.